Manufacturer narrative:
Visual inspection: the screw was returned fractured at the shank. Beach marks were observed on the fracture surface, indicating fatigue fracture. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. It was reported that the initial surgery was about a year previous and the patient had pseudoarthorosis. The surgeon believed this lead to the fractured and loose screws. From the IFU: internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. As the screw was implanted for a year and the patient was confirmed to have pseudoarthorosis, the likely cause is fatigue fracture due to the patient's delayed healing.

Event description:
A company representative reported that one everest polyaxial screw fractured and two everest polyaxial screws migrated. The patient was undergoing a revision surgery approximately one year after implantation to address non-fusion when the surgeon identified the fracture and migrations, which they attributed to the patient's pseudo-arthrosis. This report captures the fractured screw.

Event description:
A company representative reported that one everest polyaxial screw fractured and two everest polyaxial screws migrated. The patient was undergoing a revision surgery approximately one year after implantation to address non-fusion when the surgeon identified the fracture and migrations, which they attributed to the patient's pseudo-arthrosis. This report captures the fractured screw.